Event description:
The following information was provided: lower left extremity limb length discrepancy, lower left extremity mechanical complication orthopaedic device. History: left distal femur replacement with limb length discrepancy and weakness. Conversion from tka to distal femur replacement for peri-prosthetic fracture. Has stryker dfr in place. Need to shorten dfr without stem revision.